Manufacturer narrative:
Information unknown/ not provided. Per regulation (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: unknown, not provided. Best estimate which the patient's symptom was first noticed was indicated to be from the beginning. Telephone number: (B)(6). The intraocular lens (iol) has not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a synergy intraocular lens (iol) was recently explanted from a patient's left eye due to functional dysphotopsia. Following the explant, the patient was implanted with a different model (zxr00v) iol of the same diopter. There were no surgical complications reported. The patient's post-operative visit is scheduled for the middle of (B)(6) 2022. No further information was provided.

Manufacturer narrative:
Additional information: additional information received on the patient's dysphotopsia. 9 and a half months after implantation of the zfr00 and a few months prior to it being explanted, the patient reported having no issues working on the computer and reading the newspaper, though the typeface was not 100%, the patient has got used to this and was satisfied. The patient was however not satisfied especially when driving a car or walking in the city and found that people or objects that were more than 15 meters away were very blurry. However after the explant and replacement with the zxr, the patient was satisfied. No further details were provided. Section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 9th may 2022 section h3 - device evaluated by manufacturer? Yes device evaluation: the complaint lens was received inside of a specimen vial. No additional materials were received. Visual inspection under magnification revealed that the received lens was cut in half. The lens was cleaned and no issues were found that could contribute to or cause visual disturbances or issues. Based on the return condition of the lens, no further product evaluation could be identified. The complaint issue "pt-explant" and "hm-visual disturbance- dysphotopsia-persistent" was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.